Manufacturer narrative:
Please disregard this report number 9612030-2023-03711, as this is a duplicate of the report number 9612030-2023-03713.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the product continues to break below the connection site and unable to disconnect from the port. Additional information was received and stated that the purple port broke off. Per customer, there was a leak when it broke off and there was no leak when unable to disconnect from the port. There was no harm reported.